Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. The velcro strap and the ligator head were returned and the handle assembly did not present any visible damage. The crimp was present on the trip wire. A visual examination of the returned device found that five bands were present on the ligator head. There was no issue with the ligator head teeth. The suture was noticed to be broken with one section attached to the ligator head and the other section attached to the trip wire loop. The trip wire was noted to be bent in several locations and was partially rolled in the handle. The trip was observed to be secured in the handle assembly when received for evaluation. A functional evaluation of the handle was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during procedure, the first band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during procedure, the first band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.